Manufacturer narrative:
Patient code replaced (transcription error) plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two non conformances noted on this lot, one of which resulted in re-work. There was no indication of product nonacceptance, deviation, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Corrected information: b3 - updated to (B)(6) 2019 (transcription error).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed dripping from the top of the dialyzer on to the floor. The dialyzer was checked and the hoses were tightened, however the blood leak continued. Reportedly, the treatment was halted and the blood was returned. There was no blood loss noted. The patient resumed treatment with new supplies after the same machine passed a retest and was recirculated. There was no patient injury, adverse event, or medical intervention attributed to the reported event. Multiple attempts were made to acquire additional information, however, a response was not received.